Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies ischemic stroke and stent thrombosis as potential complications associated with use of the device.

Event description:
It was reported that nearly 1 year post implant, the fred stent developed in-stent thrombosis. Angiogram revealed 50% or more stenosis of the parent artery. Although no ischemic stroke occurred, baby aspirin, clopidogrel and cilostazol had been administered until (B)(6) 2021 to prevent ischemic stroke in the future. A platelet aggregation test was performed and based on the results, baby aspirin and clopidogrel were administered from (B)(6) 2021. Since then, the patient has continued the medication. The stent was implanted to treat a saccular aneurysm in the right cia, c2. Aneurysm measured 5.89mm in neck length and 11.8mm in width. Parent vessel diameter was 3.42mm on the proximal side and 3.02mm on the distal side.

Event description:
It was reported that nearly 1 year post implant, the fred stent developed in-stent thrombosis. Angiogram revealed 50% or more stenosis of the parent artery. Although no ischemic stroke occurred, baby aspirin, clopidogrel and cilostazol had been administered until (B)(6) 2021 to prevent ischemic stroke in the future. A platelet aggregation test was performed and based on the results, baby aspirin and clopidogrel were administered from (B)(6) 2021. Since then, the patient has continued the medication. The stent was implanted to treat a saccular aneurysm in the right cia, c2. Aneurysm measured 5.89mm in neck length and 11.8mm in width. Parent vessel diameter was 3.42mm on the proximal side and 3.02mm on the distal side.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies ischemic stroke and stent thrombosis as potential complications associated with use of the device.